Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india. Olympus india checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that this phenomenon was attributed to the chemical stress or the mechanical stress like below. Chemical stress. A water-insoluble spray-type pharyngeal anesthetic (such as xylocaine spray) is sprayed directly onto the insertion site. The device is reprocessed with a disinfectant not recommended by olympus. Mechanical stress. The insertion part interferes with the mouthpiece etc. And rubs. Used for procedures without the insertion part smoothly entering the tracheal tube.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at olympus (B)(4). There was no report of patient injury associated with this event.